Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The whisper guide wire and additional graftmaster stent are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2019, a percutaneous coronary intervention (pci) was performed. During the intervention, a whisper wire failed to cross the lesion and a small dissection occurred. A balance middle weight wire was used in replacement. Several non-abbott dilatation devices were used following. A left anterior descending (lad) coronary artery perforation was observed with pericardial effusion. As treatment, a 2.8x16mm graftmaster (gm) stent was implanted, however, the perforation had not sealed. Medications were provided and dilatation was performed. Pericardiocentesis was performed and blood transfusion was provided as treatment for the perforation and pericardial effusion. As further treatment, a 3.5x16mm gm delivery system was used. This graftmaster initially failed to cross. Vessel dilatation was performed and the same 3.5x16mm gm stent was implanted, sealing the perforation. Per physician, the graftmaster stents did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.